Event description:
It was reported that pump battery depleted faster than before, needing replacement every three to four days. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact with technical support, so no troubleshooting was completed and no additional information was obtained regarding the outcome of the event.